Event description:
It was reported that the patient experienced a loss of therapeutic effect. It seemed harder to go to the bathroom and the patient had one accident the week prior. The patient had gone skiing three to four weeks prior to report and went through airport security. The patient wasn't sure if the implantable neurostimulator (ins) was turned on or off doing that. The patient did not actually ski or endure any falls or trauma. Upon interrogation with the patient programmer the ins was determined to be on at 0.9 volts. The patient changed programs and adjusted settings to a comfortable level. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received was unclear in indicating what the cause of the event was. It was stated the patient turned the device off for the ¿pat down¿ at the airport and forgot the settings. The intensity was set ¿low enough¿ that they were not feeling it. It was indicated the patient changed diet ¿a little.¿ the patient improved ¿some¿ when they went back to ¿previous.¿ it was unclear if this was referring to a different setting or something else. No hospitalization was reported and the patient outcome was listed as no injury.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va00ggm, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).